Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a bancharoff repair shoulder procedure. Reportedly, the suture broke. The surgeon used another device to complete the procedure. The hospital has reported no pt injury occurred.